Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a review of the presenting electrogram (egm) of this cardiac resynchronization therapy defibrillator (crt-d) system due to concerns of loss of capture (loc) on the left ventricular (lv) lead. Upon review, the presenting egm showed that the lv appeared to be intermittently exhibit loc. Ts recommended for the hcp to schedule the patient for an in-office visit to further evaluate the lead. At this time, the lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a review of the presenting electrogram (egm) of this cardiac resynchronization therapy defibrillator (crt-d) system due to concerns of loss of capture (loc) on the left ventricular (lv) lead. Upon review, the presenting egm showed that the lv appeared to be intermittently exhibit loc and high pacing thresholds. Ts recommended for the hcp to schedule the patient for an in-office visit to further evaluate the lead. At this time, the lv lead remains in service. No adverse patient effects were reported.